Event description:
During surgery, the hex of the screwdriver run idle while inserting the screw to right c5, thus, the screw was placed incompletely, however, it could not be screwed further down or pulled out. Therefore, the surgeon placed a short rod to the screw in order to insert the screw completely, however, the screwhead disassembled during the final tightening. The screw was removed using a plier and a same size screw was inserted. The surgeon stated that the reason the screwhead's hex run idle was that the driver was not inserted into the screwhead completely, however, he requested us to investigate on the screwhead that disassembled during final tightening.

Manufacturer narrative:
Investigation is underway; any info obtained during investigation will be submitted as a supplemental report.